Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: asr acetabular cups 58; asr uni femoral impl size 51; summit por taper sz7 std off stem; adapter sleeves 12/14 +2. Initial reporter occupation: non-healthcare professional

Event description:
Litigation papers allege the patient suffers from pain, discomfort and elevated metal ion levels. Doi: (B)(6) 2006 (left hip). Dor: no date set as of yet. Resident of (B)(6). **update** 9/11/2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) (B)(4) is reopened under (B)(4) due to receipt of medical records. After review of medical records, the patient was revised to address left hip metal on metal with pseudotumor formation. Revision notes stated the femoral stem was then examined and showed minimal fretting and taper wear. Clinical findings and imaging revealed pseudotumor. Doi: (B)(6) 2006; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.